Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending artery lesion with 75% stenosis. A 2.25x38 mm xience sierra drug eluting stent delivery system (sds) was advanced; however, the sds failed to cross the lesion due to the anatomy, and the shaft broke during advancement. An additional stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors contributing to a break include, but are not limited to, interaction with the anatomy, interaction with accessory devices or inadvertent mishandling. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous, 75% stenosed lesion during advancement, resulting in the reported failure to advance, ultimately causing the reported shaft break; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.